Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient had to visit the emergency room (ER) due to a skin infection at the insertion site. The patient experienced high glucose (bg) levels of between 17 to 19 mmol/l (306 to 342 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The infection was noticed after removing the pod. The site was purulent, red all around described as hot/shiny and it was spreading towards the elbow and shoulder. The patient was taken to the hospital by a friend where she stayed for 8.5 hours to be diagnosed with cellulitis. She was treated with intravenous (IV) antibiotics (name not provided) and the bg levels were brought down to 7 mmol/l (126 mg/dl). The patient was discharged the next day and was seen in a different hospital where they confirmed the diagnosis and she continued antibiotic IV treatment. The patient will continue the treatment with antibiotics at home with scheduled nurse visitations.